Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was not confirmed. The following reportable events were found during the device evaluation: due to poor watertightness of cable unit, and damage on button, water tightness is lost. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. The new reportable events were most likely as a result of a component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported a distorted image involving an olympus camera head. There was no patient injury reported.